Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: 1.3.2, ubd: , UDI#:. Evaluation of the returned software logs were reviewed. The provided installer logs did not captured stealth application installer logs. However, the reported issue was able to reproduce in-house. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was on application v2.0 and since the site uses 3rd party scanners exclusively, the representative attempted to revert back to application v1.3.2. Upon uninstallation of application v2.0, he clicked yes on "remove all data" and when installing application v1.3.2 via disk the progress bar went all the way to the end then stated installation failed. Reboot did not resolve. In admin application, application v1.3.2 was listed in the installed software, but logging into the stealth user the applications were not present. No patient present.